Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The pump remains in use supporting the patient. Bleeding is listed in the hm3 instructions for use as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 86 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient presented with reports of several days of abdominal bloating and black stools and was admitted to the hospital for suspected gastrointestinal bleeding. At the time of the event, the patient's anticoagulation regimen included aspirin and warfarin. On admission, the patient's hemoglobin level was 12.4 g/dl. Aspirin and warfarin were held. The gastrointestinal team was consulted with possible colonoscopy to be performed. No additional information was provided.